Event description:
It was reported that the patient underwent an initial reverse total shoulder replacement on the left side with competitor's products; then later, revised to exactech devices. Subsequently, the patient experienced a dislocation. Patient is paraplegic and was pulling body weight across bed. As a result, approximately 2 months after previous revision, the patient underwent a second left shoulder revision. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
(D10) concomitant devices: 300-30-09 - equinoxe preserve stem 9mm: (B)(6). 320-42-00 - 145-deg pe 42mm hum liner +0: (B)(6). 320-10-00 - equi rev tray adapter plate tray +0: (B)(6). 320-06-42 - glenosphere 42mm: (B)(6). 320-15-02 - rs glenoid plate sup aug 10 deg: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D1: corrected. H6: corrected investigation clinical codes.